Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) to correct the reported error. The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, universal surgical manipulator (usm) 1 had a repeated recoverable error. The technical service engineer (tse) verified error 23118 in the logs. The customer decided to proceed with the 3 arm robotic system and then stop the activity. The procedure was completed with no reported injury.